Manufacturer narrative:
(B)(4). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak during the third drain of therapy with a homechoice automated pd set with cassette. The hp observed coming from the patient line of the cassette. There was a small slit in the tubing near the patient connector which was further described as having a burnt appearance near where the patient line connects to the catheter. The hp received unknown prophylactic antibiotics of unknown type or strength. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed with the naked eye and a damaged luer/heat seal bead was found. Leak testing was performed and verified a leak from the patient line (heat seal area). The reported issue was verified via the sample evaluation, and the cause was identified to be the damaged luer/heat seal bead. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.